Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection revealed the device is in its original packaging with the inner packages opened. The inner packages have a slit cut in them while the outer box and device are not damaged. The supplier conducted a thorough device production order review and identified no manufacturing or packaging issues related to the complaint. All inspections were performed per approved procedures with no pouch or seal rejects, and any documented rejects or deviations were approved, properly controlled, and unrelated. Overall, the lot is compliant and the complaint is not attributable to manufacturing or packaging. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include damage during shipping or mishandling. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an internal fixation surgery, one (1) panta nail, 11mm dia. X 180mm was found to be unsterile upon opening due to damage within the packaging. A cut was observed extending completely through both peel packs, while the outer box appeared intact. The procedure was performed, without any delay, using an equivalent s+n back- up. No further complications were reported.